Event description:
The customer reported via phone call that he was currently in the hospital for unrelated diabetes issues. Customer stated that he had an infection in his leg and it was causing his blood glucose to elevate. Blood glucose value is unknown. Customer's old insulin pump was replaced due to a keypad issue and he was having issues with the loaner insulin pump he received. The customer stated that a nurse entered the settings and he is unable to deliver a bolus and the b button does not display the same menu he used to get on the old device. It was found that the bolus wizard was off and no setting were listed. Customer was advised to have the doctor save the bolus wizard settings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2015-23994.